Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 08jan2019. International UDI: (B)(4). The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the touchscreen and the issue was resolved.

Event description:
It was reported that the touchpad on the unit was faulty. There was no patient involvement. The event date was not specified; estimate used.